Manufacturer narrative:
Add'l info has been requested. Device was not explanted. Synthes is unable to determine mfg site or mfg date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt implanted with tpal spacer for a 2-level procedure on an unk date. Follow up x-rays on (B)(6) 2011 showed spacer to be backing out. Surgeon does not plan to remove the device and will continue to monitor the pt.